Event description:
It was reported that during an open prostatectomy procedure, the clip applier stopped working. The clips jammed into the jaws. No more info is available. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcm30 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. Upon dissassembly of the instrument, the feedbar was found to be bent and the anti-backup teeth was noted to be worn out. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.